Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A customer reported anterior chamber instability during cataract surgery with intraocular lens implantation for the right eye. There was an occlusion break that occurred during quadrant mode, and the ophthalmic system stopped irrigation and aspiration. The patient experienced capsule bounce and chamber shallowing. The balanced salt solution (bss) bag became empty without any additional advisory other than the 100-milliliter threshold. During the procedure, the probe injected pressurized air, and bubbles were observed, which obstructed the surgeon¿s view. The current condition of the patient was unknown, and the surgery was completed with a lot of instability. Additional information was requested but none has been received to date. This report pertains to the fluidics management system involved in this reported event.